Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, (B)(4), lot p349191, exp nov 2017, 0.9% nacl injection, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from the anti-siphon valve of an extension set following the administration of methadone 6 mg in 0.3 ml that was pushed and then followed by a 1 ml saline flush. It was noted that the tubing later separated at the back check valve during evaluation; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking from the anti-siphon valve was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was noted that the set¿s tubing was separated from the bottom of the anti-siphon valve (reported as back check valve by the customer). Visual inspection of the set noted the presence of sufficient solvent, no solvent voids on engagements, no gaps in engagements, and no damage or cracks on components. No other anomalies were observed on the set. Functional testing was performed only on the upper portion of the set and resulted in no leaks or separations were observed on any of the tubing, connections, or components. There was no separation observed at the set¿s back check valve. There was no leaking observed at the nac zero connection. Slight tugging was performed on all the engagements of the suspect set to see if any other separations would occur besides the as-received tubing and anti-siphon separation. No other separations were observed on the set. The root cause of the observed leaking from the anti-siphon valve on the returned administration set and subsequent separation of the tubing from the anti-siphon valve (reported as back check valve by the customer) was identified as due to excessive pressure being able to be exerted during the push of the fluid from the attached 1ml syringe.

Event description:
The customer reported an IV push of concentrated methadone 6 mg in 0.3ml was administered followed by a 1 ml flush delivered over 5 minutes. When the rn went into to turn off the flush, fluid was leaking from the set. During inspection of the set, the tubing came apart at the one-way valve. No patient harm was reported.